Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) interviewed the customer who reported the monitor was communicating back to central station, but the alarms were not sounding promptly at the bed. The staff stated the red alarms did not appear to be sounding/alerting immediately. The customer recalled the patients spo2 dropped below the target (85%) set within the monitor when the event occurred. A philips remote application specialist (ras) was contacted for assistance regarding clinical audit trail logs and bedside configuration. The beside settings were set for 20 seconds and then alarm for red, a configurable setting. The ras advised the customer and the nurse manager to check the logs within the bedside monitor to see if it picked up on the event time frame: 13:30 - 13:40 / 25 july 2025 and the event was listed within the bedside monitor. The charge nurse stated the situation was a potential for patient safety when the desaturation alarm did not ring for over 30 seconds with the patient spo2 that dropped to 81. The ras dialed into philips remotes service (prs) to examine the logs with the customer regarding bed label cc8wmc at 13:30-13:40 on july 25th. The ras had the nurse go to the bedside and look at the vital trends in 12 seconds and they did not see where the measurement was at 81. The ras explained that at 12 second intervals, it is the reading which is the closest to the mean of the timeframe. The monitor settings read yellow was 88 limit with delay time of 10 seconds. The desat was set to 85 with a delay time of 20 seconds. The nurse did not see in the 12 second time columns, 2 consecutive values that were less than 85, which would have violated and stayed there for the entire 20 seconds. The nurse said she did not care what this monitor stated. They were at central station watching it for over 30 seconds, but they did not have a stopwatch to confirm the length of time. The customer tested the monitor by changing the patients limits higher to violate the red alarm limit and if they set delay time to 0, it alarmed immediately. If the customer changed it back to 20 seconds, it was that time before it alarmed. The customer will set the time for 0 delay time and then have a conversation with the nurse manager and medical director if the 20 second delay time is too long in this adult unit. A philips technical consultant (tc) pulled the logs at the request of the customer's clinical staff to identify why the red alarms did not alarm properly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the bedside monitor did not alarm immediately when the patient's spo2 dropped. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported the monitor was communicating back to central station, but the alarms were not sounding promptly at the bed. The staff stated the red alarms did not appear to be sounding/alerting immediately. The customer recalled the patients spo2 dropped below the target (85 percent) set within the monitor when the event occurred. A philips remote application specialist (ras) was contacted for assistance regarding clinical audit trail logs and bedside configuration. The beside settings were set for 20 seconds and then alarm for red, a configurable setting. The ras advised the customer and the nurse manager to check the logs within the bedside monitor to see if it picked up on the event time frame: 13:30 - 13:40 / (B)(6) 2025 and the event was listed within the bedside monitor. A good faith effort (gfe) response confirmed the spo2 sensor and adaptor information was unknown. The charge nurse stated the situation was a potential for patient safety when the desaturation alarm did not ring for over 30 seconds with the patient spo2 that dropped to 81. The ras dialed into philips remotes service (prs) to examine the logs with the customer regarding bed label cc8wmc at 13:30-13:40 on (B)(6) the ras had the nurse go to the bedside and look at the vital trends in 12 seconds and they did not see where the measurement was at 81. The ras explained that at 12 second intervals, it is the reading which is the closest to the mean of the timeframe. The monitor settings read yellow was 88 limit with delay time of 10 seconds. The desat was set to 85 with a delay time of 20 seconds. The nurse did not see in the 12 second intervals time columns, 2 consecutive values that were less than 85, which would have violated and stayed there for the entire 20 seconds. A gfe response confirmed the customer was debriefed that the alarm did not activate as the limit was 20 seconds for an alarm to be in yellow status before red alarms get triggered. The nurse said she did not care what this monitor stated. They were at central station watching it for over 30 seconds, but they did not have a stopwatch to confirm the length of time. The customer tested the monitor by changing the patients limits higher to violate the red alarm limit and if they set delay time to 0, it alarmed immediately. If the customer changed it back to 20 seconds, it was that time before it alarmed. The customer will set the time for 0 delay time and then have a conversation with the nurse manager and medical director if the 20 second delay time is too long in this adult unit. Summary of technical complaint investigation: the logs were reviewed by an internal product support engineer (pse). The clinical audit log for (B)(6) between 1330 and 1340, showed there were several instances prior to 1330 and after 1330 to indicate there was an spo2 sensor malfunction. In a few instances though, a yellow alarm was generated for spo2. (B)(6) 2025 13:36:01 valley health system cc2wmc cannot analyze ECG ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:58 valley health system cc12wmc spo2 sensor malf generated at 13:35:45. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:58 valley health system cc12wmc spo2 no pulse ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:54 valley health system cc12wmc spo2 no pulse generated at 13:35:41. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:54 valley health system cc12wmc spo2 sensor malf ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:52 inop sound played. Pic ix: wmcpixcc1sur alert sound (B)(6) 2025 13:35:51 valley health system cc8wmc spo2 81 <88 ended. Pic ix: wmcpixcc1sur yellow alarm (B)(6) 2025 13:35:49 yellow alarm sound played. Pic ix: wmcpixcc1sur alert sound (B)(6) 2025 13:35:48 valley health system cc8wmc spo2 81 <88 generated at 13:35:45. Pic ix: wmcpixcc1sur yellow alarm (B)(6) 2025 13:35:43 valley health system cc12wmc spo2 sensor malf generated at 13:35:30. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:43 valley health system cc12wmc spo2 no pulse ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:38 valley health system cc12wmc spo2 no pulse generated at 13:35:26. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:38 valley health system cc12wmc spo2 sensor malf ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:33 valley health system cc2wmc cannot analyze ECG generated at 13:35:28. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:28 valley health system cc12wmc spo2 sensor malf generated at 13:35:16. Pic ix: wmcpixcc1sur logged inop (B)(6) /2025 13:35:28 valley health system cc12wmc spo2 no pulse ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:24 valley health system cc12wmc spo2 no pulse generated at 13:35:12. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:24 valley health system cc12wmc spo2 sensor malf ended. Pic ix: wmcpixcc1sur logged inop (B)(6) /2025 13:35:15 valley health system cc12wmc spo2 sensor malf generated at 13:35:02. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:15 valley health system cc12wmc spo2 no pulse ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:11 valley health system cc12wmc spo2 no pulse generated at 13:34:58. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:11 valley health system cc12wmc spo2 sensor malf ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:08 valley health system cc2wmc cannot analyze ECG ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:04 valley health system cc2wmc cannot analyze ECG generated at 13:34:59. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:02 valley health system cc2wmc cannot analyze ECG ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:01 valley health system cc12wmc spo2 sensor malf generated at 13:34:48. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:35:01 valley health system cc12wmc spo2 no pulse ended. Pic ix: wmcpixcc1sur logged inop (B)(6) 2025 13:34:59 inop sound played. Pic ix: wmcpixcc1sur alert sound (B)(6) 2025 13:34:57 yellow alarm sound played. Pic ix: wmcpixcc1sur alert sound. Overall, with the sensor malfunctioned this could mean the spo2 sensor or adapter cable was faulty. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The logs provided by the customer showed several instances prior to 1130 and after 1130 when an spo2 sensor malfunctioned. A few times there was a yellow alarm generated for spo2. The reported problem was not confirmed. Based on the logs provided by the customer, the unit operated as designed and configured. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.